Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Correct b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black specs in the corner of the water tank and also alleged having cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Despite of multiple attempts, the device has not yet returned to the manufacturer for evaluation as the device has been discarded. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 has been updated / corrected in this report. In section d4, unique identifier (UDI) has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.